Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the up pulley wire fluid damage, the left pulley wire fluid damage, the lcb (light carrying bundle) broken, the insertion flexible tube bite damage, the angle wire play, the angle wire corroded, the control body corroded, the electrical pin connector corroded, the lg connector corroded, the operation channel (primary) leak, the remote control buttons cut, the electrical pin connector dirty, the distal body worn out, the segment worn out, the brand plate worn out, the suction channel kink, the angulation left angulation decrease, and the angulation right angulation decrease; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).